Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device was not returned.

Event description:
It was reported that the patient stated the two boxes did not have the hydro packets on the intermittent catheters (jufu9055) and (jufz9002).

Event description:
It was reported that the patient stated the two boxes did not have the hydro packets on the intermittent catheters (jufu9055) and (jufz9002).

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "lack of operator training/ incorrect operation for product loading". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problem or condition that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.